Manufacturer narrative:
The product was not returned for evaluation. An occlusion alarm is considered a safety feature of the device. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospital visit. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Alerts and alarms 10 / page 127: warning: when a hazard alarm occurs in the pod, all insulin delivery stops. Failing to address the situation could result in hyperglycemia. If you had a temp basal or extended bolus running when the hazard occurred, the pdm will remind you of this. Due to the serious nature of hazard alarms, you must act promptly to resolve them. Acknowledge the alarm condition by pressing ok, which silences the alarm. Deactivate and remove the active pod (see chapter 5, using the pod). Activate and apply a new pod (see chapter 5, using the pod).

Event description:
The patient reported that she had to go to the hospital with blood glucose reading at 21.2 mmol/l (382 mg/dl) and was feeling dizzy. Her pod also gave an occlusion alarm. At the hospital she was treated with a manual injection of insulin. The doctor also suggested for the patient to stop using the omnipod and go back to manual injections. The pod was worn for less than an hour on the hip/buttocks.